Event description:
Caller reported pump battery was not charging resulting in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and advised the caller to use a multiple daily injections (mdi) backup therapy to ensure insulin delivery was not interrupted. The caller was instructed to put the pump into storage mode before returning it to tandem with a pre-paid label within ten days.